Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had been broken and not detected on bus. Customer stated that drawer popped open, but the computer screen did not register that the drawer was open and unable to close the drawer until user navigated back to the main screen, as it kept popping open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary enhanced half height drawer 3.1 with pockets a2 and a3 failed to recover. A field service engineer (fse) reseated and inspected all cables. The issue was resolved. Additionally, all drawers were checked for missing or damaged slide bumpers, including main drawers 2.1 and 3.2, as well as auxiliary drawers 1.2, 2.1, 2.2, 3.1, 3.2, and 4.2. As a preventive maintenance. The system functioned as intended after the field service engineer repaired the device.